Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance stated the pt positioning alarm (ppm) is alarming continuously and he cannot cancel it. He found corrosion on the composer circuit board.